Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported while exchanging sys controllers, the pt was able to insert the percutaneous lead so that the pump would functions; however, the perc guard lock could not be fully rotated into a locked positon. The suspect system controller was exchanged as per the instructions in the info for use (IFU) and the pt remains ongoing on lvad support with no further issues.

Manufacturer narrative:
The suspect sys controller was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.